Manufacturer narrative:
Vyaire file identification : (B)(4). Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported hertz only goes to 14.5 on the 3100 a ventilator. The customer reported no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative went onsite to repair a frequency value that is out of specification. Field technician made some adjustment to zero and spam alarm board. Made adjustment to ddi displacement indicator. Made adjustment to pressure transducers. Calibrated 3 hertz and 15 hertz on driver module. Performed final test, pt calibration and performance check, all test passed per 3100a service manual.